Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 5.6, lab: 1.9. Patient's therapeutic range: 2-3 inr. Patient does not know which strip lot was used because he has several strip lots in the same box. One expired in may 2011 and the other in july 2011.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 5.6, reference: 1.9, mean: 3.75, confidence limits: 2.2-5.3. Analysis of customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. Further investigation could not be performed since no strip lot information was provided by the customer. Customer does not know strip lot numbers, but had two lots: one that expired in may 2011 and the other expired in july 2011. If customer used expired lot to test, this would lead to unexpected inr or errors in testing. Per general description of complaint, customer used venous blood for testing. Per product user guide, "use only fresh capillary blood for testing." Improper sampling technique may lead to unexpected inr results or test errors. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.